Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that one of the patient's leads was exhibiting high impedances. Surgical intervention was undertaken on (B)(6) 2023 in which the lead was explanted and replaced to address the issue. At the time of the replacement, the lead was found to be bent. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and would reflect high impedances. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 7252295.